Event description:
Caller reported a cgm error 42 concerning their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, walked the caller through the process, and the pump reconnected to the cgm without displaying the error again. The caller successfully started their sensor session.